Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported patient was having issues with interstim. Patient stated implant was not working and she is sure it¿s the programming. Patient further stated she only had two program levels that have ever worked for her. Patient noted that her first two program have never worked. She could feel stim where it¿s supposed to be and she could communicate with her implant and change the settings. Patient reported she is having some serious leaks. Patient confirmed her implant is on because she can change the settings and she can feel a greater intensity on her pelvic region. Patient confirmed this greater intensity is comfortable for her. There was no fall or trauma related to the event. Patient was advised to follow up with healthcare provider (hcp) if issue did not resolve. There were no further complications that have been reported as a result of this event.